Manufacturer narrative:
The complaint device was received 30 october 2023. Evaluation found that one end of the ring suture was detached from the glue bead. The most likely cause is that the suture was not crimped enough so the suture end could slide out of the end of the glue bead. It is also possible the glue bead did not cover enoujgh of the crimped area initially and this would facilitate the failure.

Event description:
A malyugin ring broke during injection. There was no injury to the patient.